Manufacturer narrative:
(B)(4), voluntary mw number: mw5061827. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the device was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The instructions for use (IFU) states individual patient anatomy and physician technique may require procedural variations. The instructions for use (IFU) cautions the user to not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine cause.

Event description:
There was difficulty inserting a 6f engage introducer into the common femoral artery. The physician believed it was due to a large amount of scar tissue. When attempting to remove the sheath it was very difficult and the sheath broke in the middle. The distal portion of the sheath remained in the patient. Pressure was applied and the patient was sent to surgery where the fragment was removed.